Event description:
It was reported that one day post implant, capture thresholds increased to more than 10 v in the unipolar configuration. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.